Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 545 mg/dl and anxiety after two earlier bent cannulas; the current cannula was reported not bent, and the user chose to disconnect from the ilet and administer a subcutaneous dose of rapid-acting insulin via pen per troubleshooting and education provided. Symptoms included hyperglycemia and anxiety. Outcomes included use of external insulin and temporary disconnection from the ilet with planned reassessment. Investigation included remote troubleshooting and user education regarding a full supply change versus multiple daily injections and a required minimum disconnection period after external insulin dosing. Investigation of this case revealed a device delivery concern related to prior infusion set issues, with no confirmed device malfunction identified at the time of the call. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.